Event description:
It was reported to covidien on 01/30/2012 that a customer had an issue with an insulin safety syringe. The customer reports that the safety lid which should be placed on the tip of needle for protection did not stay on. No further info is available from the customer regarding this event.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded. Mansfield (B)(4) has requested add'l info, but no add'l info has been received, if add'l info is obtained the medwatch form will be updated.